Event description:
Sam case as MDR# 6000093-2006-00433, 6000093-2006-00432 and 6000093-2006-00449. It was reported that approximately four days following a coronary artery drug eluting stenting treatment procedure there was stent thrombosis. The target lesion was located in a 2.5mm diameter portion of the circumflex (cx) coronary artery and was treated for progressive disease. The physician accessed the site via the right femoral artery and predilated the lesion. The physician then placed four taxus express2 drug eluting stents sizes 2.5x20mm, 2.5x20mm, 2.5x16mm and 2.5x12mm in the cx. The patient received versed, integrilin, angiomax, dopamine and demerol during the procedure. Plavix was administered following the procedure. The patient was discharged to home three days after the procedure. One day after hospital discharge the patient presented with chest pain. The patient was taken to the cath lab where the taxus express2 stent placed most proximal in the cx coronary artery was found to have thrombosis. The physician rewired the lesion but was unable to revive the lesion. The patient was stable and no other intervention was done.